Event description:
It was reported that during a ptca/stent procedure, the dilatation catheter was used to post-deploy a 3.0mm stent. The dilatation catheter was pressurized to 10 atm. The balloon inflated without issue, but would not fully deflate. The device was withdrawn partially into the guiding catheter, and then all devices were removed as a single unit. No pt effects were reported.